Manufacturer narrative:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00026 to provide more details on the event description, update the initial information, as well as the evaluation results from the return sample. (B)(4). The actual two (2) samples were returned to the manufacturing facility for evaluation. They are herein after called sample 1 and sample 2 in this report. Visual inspection upon receipt of sample 1 found the shaft had a kink at approximately 4mm from its distal end. Magnifying inspection of the platinum coil segment found the coil pitch had been widened on the above kinked segment. The outside diameter was measured on the undamaged segment on the platinum coil and verified to meet manufacturing specifications. Visual inspection upon receipt of sample 2 found the shaft had a kink at approximately 6mm from its distal end. Magnifying inspection of the platinum coil segment found the coil pitch had been widened on the above kinked segment. The outside diameter was measured on the undamaged segment on the platinum coil and verified to meet manufacturing specifications. Simulation testing was conducted. A factory retained runthrough ns was pinched between the finger nails on the distal segment of the device. As the result, the platinum coil got kinked with the pitch being widened on the kinked segment. The platinum and stainless steel coils are fixed to the core wire at three points and other segments of the coils than the fixed points are in the free state. If a thin object such as a finger nail has been caught between the pitch of the coil, the pitch may get widened. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation findings, it is likely that the actual samples were pinched while being taken out of the holder tubes. This widened pitch may have been interpreted as the reported "wire crack". The device labeling does address the potential for such an event in the instructions-for-use which states such as the following; "damage to or separation of the guide wire may result if it is handled with its surface dry, heated, held with fingernails, forceps, or some other tool, bent sharply, or bent repeatedly at the same point. "The shape-ability of the runthrough ns may be insufficient unless it is wetted sufficiently". A review of the device history record and shipping inspection record of the involved product/lot number combination confirmed that there were not any production related problems or any discrepancies in the inspection results. A search of the complaint file did not find any other report with the involved product/lot number combination. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00026 to provide more details on the event description, update the initial information, as well as the evaluation results from the return sample. Communication with the user facility reported the following information: the doctor was preparing to use a rtns wire. While shaping the wire with the outside of the introducer needle but not putting the wire through the needle the doctor reported feeling the wire crack. There was no separation. A second wire was opened and it was reported that the same thing happened. A cardiac catheterization with ptca was the procedure being conducted.

Manufacturer narrative:
.

Event description:
Per the attached user facility medwatch report (B)(4), which was received from the FDA on february 23rd, 2015, the event is described as follows: the doctor reported, during a case he was using a terumo .014in run through percutaneous transluminal coronary angioplasty (ptca) guide wire. When he attempted to shape the tip of the wire prior to inserting it into the guide catheter; he said "he felt it crack". There was no separation of any part of the wire, but he did say "he could see what looked like cracks on the wire". The wire in question was removed from the procedure room.

Manufacturer narrative:
This MDR report is being filed in response to the user facility medwatch report # (B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to assessment of user facility information and retention samples from the reported lot # product code. Visual inspection confirmed that it did not have any anomalies. Magnifying inspection of the platinum coil segment revealed no anomaly. Magnifying inspection of the stainless steel coil segment revealed no anomaly. The outside diameters on both platinum coil and stainless steel coil segments were confirmed to meet manufacturing specifications. A review of the device history record and the product release decision control sheet of the involved product /lot# combination confirmed that there were no indications of production-related problems. A review of the complaint files confirmed that this involved product /lot# combination has not been reported previously. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use which states such as the following; "damage to or separation of the guide wire may result if it is handled with its surface dry, heated, held with fingernails, forceps, or some other tool, bent sharply, or bent repeatedly at the same point. "The shapeability of the run through ns may be insufficient unless it is wetted sufficiently". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).